Event description:
During a total gastrectomy procedure, the suture disengaged from the jaws. The surgeon applied another device without pt injury.

Manufacturer narrative:
6/4/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The surgeon stated that when the package was opened the suture was disengaged. This condition was confirmed however, the exact cause for the difficulty reported could not be reliably determined as the packaging was not returned for evaluation.